Event description:
When the steris sterile lighthandle cover was opened, it was noticed that there were several black flecks on the light handle cover. It was not used on a patient and new light handle was opened.